Event description:
It was reported that after closing the surgical incision, an error message were observed. Oversensing of noise with inhibition of pacing was also noted. Autocapture was turned off and monitoring will continue. The patient was stable.